Manufacturer narrative:
Additional information: h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused pn (parenteral nutrition) (pediatric compound 2 in 1) during delivery. The infusion ran dry prematurely at approximately 13:40, with an air in line alarm noted, despite sufficient indicated volume, resulting in over infusion and early discontinuation of therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.